Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: package lot number of the clips? No further information will be available. Please provide the applier product code and lot number? No further information will be available. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). There is no information about the applier. No further information will be available. Please explain how the clips were loading into the applier? It could not be fed into the applier properly. No further information will be available. Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? No further information will be available. Was the applier checked for damaged (jaws straight and aligned)? No further information will be available. When the event occurred, was the suture placed near the hinge of the clip? No further information will be available. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? No further information will be available. No further information will be provided."

Event description:
It was reported that a patient underwent a laparoscopic urological procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clip could not be fed into the jaw properly. When it could be fed into the jaw, it could not be closed on the suture. It was used on the vicryl 2-0. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.